Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, battery charging leds of the ventilator device (located in the ambulance) were no longer lit. The batteries were no longer charged by the 12vdc socket. The ventilator device did not alarm the user for this. The ventilator device could be charged via the mains plug. - when this was noticed, the ventilator was not in use to ventilate a patient. - except for the battery charging leds what no longer lit, no alarm informed the user about the malfunctioning of the battery charger. - the instrument report and the device log file's (service log, error log, event log) were provided to hamilton medical ag. - this malfunctioning was reproducible. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, battery charging leds of the ventilator device (located in the ambulance) were no longer lit. The batteries were no longer charged by the 12vdc socket. The ventilator device did not alarm the user for this. The ventilator device could be charged via the mains plug. - when this was noticed, the ventilator was not in use to ventilate a patient. - except for the battery charging leds what no longer lit, no alarm informed the user about the malfunctioning of the battery charger. - the instrument report and the device log file's (service log, error log, event log) were provided to hamilton medical ag. - this malfunctioning was reproducible. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. 24 oct 2024 followup: the driver board of the device was replaced and the issue was solved. The affected driver board is currently under investigation. The driver board is the component related to issue with batteries.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, battery charging leds of the ventilator device (located in the ambulance) were no longer lit. The batteries were no longer charged by the 12vdc socket. The ventilator device did not alarm the user for this. The ventilator device could be charged via the mains plug. - when this was noticed, the ventilator was not in use to ventilate a patient. - except for the battery charging leds what no longer lit, no alarm informed the user about the malfunctioning of the battery charger. - the instrument report and the device log file's (service log, error log, event log) were provided to hamilton medical ag. - this malfunctioning was reproducible. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - additional information: the driver board of the device was replaced and the issue was solved. The affected driver board is currently under investigation. The driver board is the component related to issue with batteries . Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h11.